Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a six second pause in pacing on the electrogram. This patient is pacemaker dependant and became syncopal. Noise was found on the rate/sense and shocking channels. No inappropriate shock was received. The noise could not be recreated with isometrics or val salva's maneuver.